Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: yrechxc1655 stent graft, implanted: (B)(6) 2006; yrirhxc16115 stent graft, implanted: (B)(6) 2006; yrbrhxc2615165 stent graft, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient was diagnosed with cryptococcal meningitis for which a lumbar puncture was performed. Four months later the patient developed (B)(6). Five months later the implantable pulse generator (ipg) system was explanted due to infection and vegetation was observed on the leads. No further patient complications have been reported as a result of this event.